Event description:
It was reported that a right ventricular (rv) lead was surgically abandoned and replaced 20 years post implant due to high threshold. A new medtronic pacemaker was implanted on the right side with 2 new leads. The root cause of the high threshold was determined to be related to patient's anatomy. No additional adverse patient effects were reported.